Event description:
It was reported to philips that the geometry movements were non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were non-functional. Review of the system log file showed that there was malfunction due to multiple geometry warning. Upon troubleshooting fse checked the system and found table movements were not available and restarted the system multiple times; but the system was not able to boot up correctly. To resolve this issue, fse reloaded the software. The system was returned to use in good working order. The patient table allows the positioning of the patient according to the requirements of the procedure. Available movements depend on the type of table and the configuration options. Movements are controlled by various options such as the pan handle, control module, swivel hand switch, and the speed controller. The manual movements include: manual tabletop float for longitudinal and transverse movements. Pivot- the pivot movement is fully manually and is used to rotate the table side wards. It enables imaging of the catheter access point in an arm that is positioned next to the body. The pivot movements of the tabletop are needed to image the arm for dialysis access or procedures using radial or brachial access. The pivot function is unlocked by the control module and physically pushed in the desired direction. If the table cannot be manually pivoted, the region of interest can be centered by rotating the stand and panning the table sideward. Additionally, the table brakes are released when the geometry stop button is pressed, therefore loss of manual pivot movements is not likely to cause or contribute to death or a serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. So, this issue is non-reportable. The codes were updated based on the investigation outcome.